Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that clinical staffs and patients are experiencing the current nasal cannula design places the moisture trap directly in front of the nose, making it inconvenient for patients to eat without removing or adjusting the cannula. When the patient removes the nasal cannula, it disrupts monitoring and also frequently triggers alarms. Staff are reporting significant alarm fatigue due to frequent etco2¿ module alerts, particularly overnight. This results in repeated adjustments and workarounds, disturbing patients rest and increasing workload. There is patient involvement however patient outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported multiple alarms from the etco2 module when used for extended periods were not determined from the provided pictures and data; however, the root cause of the issue could be the use of incorrect filter line, causing condescension in the filter lines. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The external inspection could not be performed, since the suspect etco2 module with the pcd and pca module were not received for investigation. The facility provided a description of the event issue and some pictures of the devices as reported to describe the issue. The facility reported that the nasal cannulas (which have a moisture trap positioned directly in front of the nose) make it difficult for patients to eat while being monitored. This placement often causes inconvenience and can trigger alarms. The clinical staff has also reported alarm fatigue because etco2 modules seem to trigger alarms frequently. Based on the filter and tubbing set image provided by the facility, it appears to be an incorrect filter line, causing condescension issues in the filter lines, makes the filter line change multiple times, and this causes the sampling of breath measurements to be inaccurate, triggering multiple alarms on the pca module and pause the infusions. No log analysis was able to be performed on the reported devices as they were not returned for investigation, and no records were provided by the facility for review. Use only microstream¿ advance disposables. Use of a disposable other than those specified can cause improper etco2 module performance, resulting in inaccurate etco2 readings and/or loss of respiratory rate signals, which may lead to inappropriate medical intervention. The etco2 module is not to be used as an apnea monitor. For the diagnosis or monitoring of apnea, a separate apnea monitor must be used. The default setting must be higher than the resp rate lower limit. That should be adjusted in your configurations. Once that is adjusted, you can change it at the beside to a lower setting when appropriate. Opioid respiratory compromise typically happens over time; therefore, the device should not go into pca pause when the filter line is removed, but slowly decreasing respiratory breaths will trigger the pca pause. Typically, a patient that is sitting up eating and having conversations, including complaints about the filter line, probably doesn't need the filter line during their meal. Some hospitals will include a notation for the filter line to off during eating in their pca protocol for stable patients. The monitor can be turned off during their meal, so it isn't alarming to them during their meal. Then turn it back on when the meal is completed. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported multiple alarms from the etco2 module when used for extended periods was the use of incorrect filter line, causing condescension issues in the filter lines. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the current nasal cannula design traps moisture directly in front of the nose, making it inconvenient for patients to eat without removing or adjusting the cannula. As a result, the patient's are frequently removing the nasal cannula, disrupting the monitoring and also frequently triggers alarms. Staff are reporting significant alarm fatigue due to frequent etco2 module alerts, particularly overnight. This results in repeated adjustments and workarounds, disturbing patients rest and increasing workload. There is patient involvement however patient outcome is unknown. Additional information was provided on 15jan2026 following education by bd representative. It was reported the customer is experiencing condensation in the cannula lines. Upon viewing the filer line shown during education it was noted by bd representative it appears to be an incorrect filter line. Customer to reach out to medtronics regarding the disposables.